Manufacturer narrative:
The device was received for evaluation. During functional testing, failed the flow rate accuracy test was not reproduced. The device was sent to flow accuracy testing and the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.